Event description:
It was reported that (1) mcl20 and (1) mcm20 were used during a nephrectomy procedure. It was reported by the rep that the surgeon informed that both mcl20 and mcm20 provided malformed clips during a nephrectomy. The surgeon completed the case with an add'l mcl20 and mcm20 without incident. There was no consequence to the pt.